Manufacturer narrative:
The reported event of pump stoppages can be confirmed based on the log file provided by the customer. The log file contained approximately 20 days of events, from (B)(6) 2014. On (B)(6) 2014, there was a speed reduction to 0 rpm recorded. The returned system controller was functionally tested and was found to perform as intended. The system controller was operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. A second data log file was retrieved from the returned system controller and contained approximately 20 days of events, from (B)(6) to (B)(6) 2014 where normal operation was recorded. This log file captured two entries where slightly elevated power levels were recorded (10.4-10.6 watts). The investigation was unable to identify a specific cause for the atypical event recorded in the second log file. The patient¿s 14volt power module patient cable was also returned for evaluation. The returned 14volt patient cable was operated for an extended period of time while connected to the returned system controller, a test power module, test system monitor and test pump; the system and patient cable operated as intended with no alarms active. A review of the device history records revealed that the returned system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's routine follow-up visit low speed and pump stoppage events were noted in the log file. No alarms were reported. X-rays were taken and no apparent areas of concern were found. The system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.